Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One flexible silicone drill driver was returned and evaluated. Upon visual inspection the sheath of the device had separated from the head and has multiple tears. The device is also bent in two locations. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that while drilling for an acetabular screw, the flexible drill shaft bent and was found fractured. There were no contributing factors and the surgery was completed using a second instrument. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.